Event description:
Additional information was received stating that surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. Correction - section b1 - correction product problem selected. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported following a fall the patient is experiencing ineffective stimulation. X-rays confirmed one of the leads is broken. Surgical intervention may take place at a later date. It is unknown which lead is liable.

Manufacturer narrative:
The allegation is against one of four leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: mn10450-50a3186, UDI: (B)(4), serial: (B)(6), batch: 6199352. Product family: scs, model: mn10450-50a3186, UDI: (B)(4), serial: (B)(6), batch: 6379255. Product family: scs, model: mn10450-50a3186, UDI: (B)(4), serial: (B)(6), batch: 6873397.